Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. In addition, it was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. Customer alleged that when the needle was inserted into the septum it was at angle and this punctured the insulin bag. There was no impact to the customer's blood glucose level. Customer loaded a new cartridge and resumed insulin.